Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds and the lead breaking during the laser lead extraction. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.